Manufacturer narrative:
Investigation summary: bd received two (2) photos for investigation. After review and analysis, oil gel globules were not seen in the photos. Additionally, 30 retained samples were tested for defects. None of these samples failed due to additive or gel defects. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst that twenty (20) tubes exhibited oil gel globules. The globules caused errors during instrument sampling. There was no further health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital, there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst that twenty (20) tubes exhibited oil gel globules. The globules caused errors during instrument sampling. There was no further health impact or consequence reported.